Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system went into standalone mode. No 2d or 3d x-rays were possible. After restarting the system, it was working. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, ubd: unknown, UDI#: unknown product ID: bi71000529, ubd: unknown, UDI#: unknown g02034: hand switch g0204002: pendant g2: this event occurred in france, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.